Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. It was noted that upon the 1st inflation at 10 atms, the 2.5x15mm quantum maverick balloon ruptured. The procedure was successfully completed with another device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)